Event description:
It was reported that this right ventricular (rv) lead exhibited a high pacing threshold. The rv lead was repositioned and remains in service. No additional adverse patient effects were reported.